Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review was performed. The sample was returned to the manufacturer for evaluation. Therefore, the investigation was confirmed for fracture, material separation, stretching and failure to advance issues. However, the investigation was inconclusive for component incompatible. Based upon the available information, the definitive root cause for this event could not be determined. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1608062 implantable port allegedly experienced component incompatible, fracture, material separation, stretched and failure to advance. The information was received from one source. One patient was involved with no reported patient injury. The male patient was (B)(6) years old and weighs (B)(6) pounds.